Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the blade broke. The end piece was found. A metal culpotomizer was inserted into the vaginal fornix and the blade was used laparoscopically to incise the fornix. The blade repeatedly contacted the metal culpotomizer, which contributed to or caused the blade to break. No pt consequence.